Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of a noisy fan and it was replaced. It was additionally noted that the stylus tip did not align with the cursor on the screen and that calibration did not resolve the issue. The bezel overlay assembly was replaced and calibrated with the stylus. There were bent tabs on the power cord door and a bent side latch on the printer drawer. Both were replaced to resolve. (B)(4).

Event description:
It was reported that the programmer had fan noise. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.